Manufacturer narrative:
A1-4: patient demographics provided. This issue was resolved by switching to high volume tubing (lipids separate). Since this change was made by the site, the issue was resolved.

Event description:
Information was received indicating that during use of this smiths medical cadd solis vip pump, over-infusion was noticed mainly in taper mode (tpn). It was reported that "patient was possibly injured due to the over infusion". No additional adverse effects were reported.